Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump. The indications for use was non-malignant pain. It was reported that the patient stated 'since I got this equipment at my pump replacement in september, after my nurse refills my pump, everything seems to work perfectly. I get up to 91% and the bolt is delivered just like that. But it seems like the further away I move from that refill date, I get to the point where it gets to 91%, but then it can take sometimes 20 30 40 seconds to get the last 9%. It's filled and then even like a week after it starts to get longer.' The patient stated then they have to press 'cancel' and 'resync' because it 'seems like the app isn't doing what it's supposed to.' The manufacturer's patient services specialist (pss) assisted the patient in connecting to their pump and requested/received bolus on call. The patient mentioned seeing something briefly on the screen when connecting but 'it was very small letters on the top of the screen - it looks like it might've been an os level - like something with the handset itself,' vs in myptm app, but patient unable to confirm what message said. Troubleshooting determined patient doesn't open myptm app or put communicator over pump until communicator bluetooth light is solid. Pss reviewed and patient able to connect well twice without seeing service code 338 message. The patient provided product feedback that apple should've been used instead of android due to android system considerations discussed with 338 code. Pss walked the patient through resetting the bluetooth and location on handset. Pss reviewed 338 message considerations, and recommended closing the app after each use and monitor and the patient confirmed understanding.